Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a varicocelectomy procedure, the device was used to ligate the vessel in a procedure of varicocelectomy. The clips placed on the vessel could not be formed correctly. The clips would not close completely, but remained open in the middle of the clip, while the user was closing the handle with full force. The doctor proceeded to finish the operation with another device, an el5ml. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2020. D4: batch # r93t1l. Investigation summary: the analysis results found that the er320 device was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. In addition, a partially formed clip was returned inside of a plastic bag. The event described could not be confirmed as the device was returned empty. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.